Event description:
Patient in endoscopy procedure, attempted to place two boston scientific stents in the bile duct. Neither the stents or delivery device were able to advance the stents beyond the curvature of the bile duct. Alternate equipment was used without difficulty and the procedure was completed. The defective equipment caused a significant delay in the procedure. Patient remained sedated and was not harmed.